Manufacturer narrative:
The returned device was evaluated and the inspection of the device found no damages or defects that would contribute to an infection. The cause of the reported event could not be determined. Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device between 36 and 48 hours. Upon removal of the pod the patient reports the pods cannula was found to be bent. Once at the doctors office the patient was prescribed both topical and oral antibiotics. The patient reports they were able to resume pod treatment.